Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, eccentric, mid left anterior descending artery, the 2.5 mm x 15 mm rx trek was used for pre-dilatation, however, during the third inflation at 14 atmosphere (atm) the balloon ruptured. A promus stent was implanted in the lesion and post-dilatation was performed with a voyager nc without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis revealed that the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated with the matrix of the material at a fold crease. The inner surface of the balloon exhibited a small longitudinal partial tear. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified which likely contributed to the reported difficulty. It is likely that the multiple balloon inflations weakened and damaged the balloon material resulting in the balloon rupturing during the third inflation. A review of the device lot history record did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.